Event description:
It was reported the pt was no longer receiving stimulation. A sjm rep met with the pt and confirmed no communication could be established between the charger and the programmer. Follow-up identified surgical intervention pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.